Event description:
The customer called and reported a motor error alarm was received on the insulin pump during basal rate insulin delivery. The insulin pump had not been bumped or dropped. The displacement verification test passed. Upon insertion of a new reservoir, the motor error reoccurred during basal rate insulin delivery. Customer's blood glucose was 144 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.